Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for the device. Functional testing was conducted using a test handle and reload in conjunction with the returned device. There were no issues noted during the testing. The device was then disassembled for inspection of the internal components. No damage was seen and no abnormalities were noted that would have led to the reported condition. Visual and functional testing of the returned device confirmed that it met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric procedure. According to the reporter: the adapter moved on its own. The adapter would not load properly onto the handle. It twitched and moved with the motor separately without hitting a button. The case was finished using a manual stapler. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.